Event description:
It was reported by the health care professional that a patient's "next send" date was listed as a past date in the clinic's carelink network. Patient scheduled for carelink transmission. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported by the health care professional that a patient's "next send" date was listed as a past date in the clinic's carelink network. Patient scheduled for carelink transmission. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.